Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) yr old male patient with vital signs absent, the device displayed "poor pad contact" messages. Complainant indicated that the clinician obtained another set of pads and successfully delivered energy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.